Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side capsular contracture; baker grade iii. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient with unknown ethnicity and race underwent primary breast augmentation with a 225cc mentor memorygel breast implant and experienced right side capsular contracture; baker grade iii, diagnosed via physical exam postoperatively. As a result, the patient has scheduled a unilateral replacement surgery on (B)(6) 2020.

Manufacturer narrative:
On november 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 25, 2020, mentor became aware of the following: patient's date of birth is (B)(6) 1991; field a2 has been updated on this form. Date of explant was (B)(6) 2020, not (B)(6) 2020 as previously reported. Fields d6b have been updated on this form replacement catalog number 3502254bc; serial number (B)(6) manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 9, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).